Manufacturer narrative:
On 08/30/2018, it was reported to mentor that the product affected was actually saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, lot number 6401471. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/30/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the he device history record (DHR) for the lot number 6401471 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, serial number (B)(4), lot number 6545212. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 750cc and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 09/14/18, it was reported to mentor that the patient experienced rippling on the implant. The implant was completely deflated. The patient was in a stable condition. The replacement devices were gel mentor memorygel breast implant 535cc, catalog number shpx-535, serial number (B)(4), lot number 7595340 on the right breast implant and gel mentor memorygel breast implant 535cc , catalog number shpx-535, serial number (B)(4), lot number 7595340 on the left breast implant. Manufacturer¿s reference number: (B)(4).